Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the md prepped the intra-aortic balloon (iab), connected the one way valve tight enough and created a vacuum. Hydro coating was activated. A pre-dilator was used. The super arrow-flex (saf) sheath was inserted into the pt's left femoral artery. As the med was inserting the iab into the saf sheath, he rotated the iab clockwise. The md found that the insertion was not possible; the iab catheter got stuck in saf sheath. The iab and saf sheath were removed as one piece. The spring wire guide (swg) was not removed. A 30 cc balloon catheter was inserted without any problems. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay in therapy, however, the time frame is unk. There were no reported pt complications. The outcome of the pt is okay.